Manufacturer narrative:
Device evaluation: product evaluation found the lens returned dry in the lens container. Visual inspection found no visible damage to lens. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s, but not marketed in the u.s. (B)(4). Not returned to manufacturer.

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -8.0/ +4.0/ *089 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to low vaulting (vault value of 90 micrometers). The lens was exchanged for a longer lens and the problem was resolved.